Event description:
During the procedure, it was noted that the cuff had a part in the seam. The cuff maintained pressure during the case. No adverse consequences, medical intervention or significant delays.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During the procedure, it was noted that the cuff had a part in the seam. The cuff maintained pressure during the case. No adverse consequences, medical intervention or significant delays.